Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap broke inside of the pt at an unk amount of joules. Per the customer, the fiber cap was retrieved. The procedure was completed by another means. No pt injury was reported.